Manufacturer narrative:
The field service engineer (fse) replaced multiple parts. The fse adjusted the sipper pipette, adjusted the liquid level detection for the sample and reagent probe, adjusted the voltage and performed a decontamination. The fse performed a performance check that failed. The fse then replaced the photomultiplier and the performance check was acceptable. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys troponin t hs (high sensitive) assay (troponin t) result for one patient sample on a cobas 8000 cobas e 411 immunoassay analyzer. The initial troponin t result was 0.007 ng/ml. It was suspected that the patient was having an acute myocardial infarction. The repeat result was 0.211 ng/ml and considered to be correct. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The troponin t reagent lot number was 267654. The expiration date was not provided.